Manufacturer narrative:
The reporter's meter was returned for investigation. Upon powering the meter, the display functionality was checked and observed that only a portion of the display is shown while the rest is a blank black. The meter was opened and investigated. Visual inspection was performed and revealed semi-circle shaped cracks along the bottom of the lcd. The meter housing shows no evidence of drop damage. Meter performs as expected with an exchanged display. The returned display assembly is found to be defective.

Manufacturer narrative:
The reporter's product was requested for investigation, and replacement product was sent to the reporter. Occupation : the occupation is lay user/patient.

Event description:
The initial reporter stated there was an issue with the display of coaguchek vantus meter serial number (B)(4). The reporter stated that most of the display is black, and some of the screen is pixelated. The reporter could observe a blood drop icon, and partial areas of the display. The issue affects the results field of the display, potentially leading to misinterpretation of results. No actual result misinterpretation occurred. There was no visible damage to the display and the meter was not dropped. The reporter was unable to navigate menus on the meter display in order to perform a display test.